Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated a loss of contact force during the procedure. Investigation revealed a gouge in the shaft material between electrodes 1 and 2, consistent with fluid ingress and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the gouge in the shaft material remains unknown.

Event description:
This report is to advise of a tear that was noted during analysis.